Event description:
A (B)(6) year old female pt called zoll customer support to report that his battery charger was not detecting inserted battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery packs) has been confirmed. Upon investigation, the battery charger would not charge a battery pack. The cause for the inability to charge was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.